Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump received a critical pump error alarm after vibrating. It was reported that customer went swimming. Customer's blood glucose was 30 mmol/l. It was reported that display screen showed an open book icon. It was advised that insulin pump would need to be replaced.

Manufacturer narrative:
After battery installation the insulin pump alarmed critical pump error and was unable to download due to corroded electronic assembly also, the motor and battery tube was found corroded per our visual inspection. The insulin pump was received with cracked case on the back at the battery tube area, cracked keypad overlay at the select button, minor scratched lcd window, case and keypad overlay.